Event description:
On 27aug2024, a family member reported a patient (pt) "started getting eye infections" when wearing acuvue® oasys® brand contact lenses (cls). The lenses ¿seemed very irritating¿ and the pt has been disposing of the lenses after ¿a very short time of wearing.¿ on 27aug2024, the family member provided additional information. The lenses were purchased in feb 2024. The pt experienced irritation in both eyes (ou) within "a couple weeks" after resuming cl wear from a previous event. The pt visited a family doctor and was prescribed ketorolac tromethamine ou every 6 hours (q6h) as needed for pain and moxifloxacin ou once hourly (q1h) for the "infection." The pt wears cls only during the day and replaces cls every other day because of the irritation. On 27aug2024, a representative from the family doctor's office provided additional information. The pt was seen at urgent care on 07jul2024 and was diagnosed with a corneal abrasion with infection, unspecified, laterality ou. No indication of size or location was noted. The pt was prescribed ketorolac tromethamine ou q6h as needed for pain and moxifloxacin ou q1h. The pt was advised to see an eye doctor and not to resume cl wear until eyes were "completely back to normal." No additional medical information was provided. No additional information is expected. This report is for the pt's right eye (od) event. The report for the pt's left eye (os) event will be provided in a separate submission. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b013pmd was produced under normal conditions. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.